Manufacturer narrative:
This report is submitted on november 16, 2021.

Manufacturer narrative:
This report is submitted on 13 november 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and was treated with steroids (type and date not reported).

Manufacturer narrative:
Per the clinic, the device has been explanted (specific date not reported). This report is submitted on june 21, 2021.